Manufacturer narrative:
Gbo complaint number: (B)(4). No clarification of material, lot number or item number from the customer. No samples were received for evaluation. We are unable to check for inventory of the complaint without material/batch information. Therefore, this complaint can not be determined.

Event description:
Customer states they are experiencing vacuum issues.